Event description:
The patient was discharged to home 7 days after event date.

Event description:
The hcp reported that the onset of the reported event was 2005. The pt was experiencing headache and increased neck pain. The pt had removal of pump system. The pt was receiving morphine via the drug delivery system prior to removal. The pt was recovered without sequela.